Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt was enrolled in medtronic's pivotal trial study. It was reported that the pt had endovascular repair approximately 2 months ago. The pt presented with pain and decreased sensation in the lower extremities. The CT demonstrated that the right iliac stent graft down to the distal aspect is occluded. The physician elected to perform a right ilio-femoral endarterectomy. Another manufacturer's stent was used for the ilio-femoral bypass. No additional clinical sequelae were reported and the pt is fine.